Event description:
The customer reported that during an unspecified procedure, the inside of the isolated claw came loose a bit while using the first device. The ultrasonic generator gave an error message while using another device and the device must be replaced. There was no patient or user injury reported due to the event. No additional information was provided regarding the reported issue. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the tissue pad in the grasping section was worn away, and a part of the tissue pad was peeled away. This report is being submitted for the malfunction found during evaluation (worn and peeled tissue pad).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined it is likely that the tissue pad peeled away due to following: 1. The grasping section was closed without grasping anything while the output activation in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear out and peel off partially. 2. Due to wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe causing an error. As a result, a contact mark developed. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.